Manufacturer narrative:
The following wording was accidentally omitted on the original report. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Manufacturer narrative:
No patient information was provided. A medtronic representative went to the site to checkout the system. It was found that the interconnect cable was faulty. Cable was replaced on the system and this resolved the issue. System fully functional during testing after part replacement. Analysis of suspect cable (cable assy (B)(4) mvs interface) as follows: confirmed complaint "blue cat 5 wire broken." Cable failed bench testing. Failed gbit (blue cat5) testing, passed 100t, passed continuity. Ground lugs both cut. Cable insulation appearance is marginal, very scuffed. Electrical failure caused event.

Event description:
A medtronic representative reported that the o-arm was displaying an image frame rate error during a thoracic lumbar fusion. The site used a c-arm instead to complete the case. Delay less than an hour to switch to c-arm. No harm to patient.